Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experience an "odd feeling" in their heart / implantable pulse generator (ipg) in the middle of the night, around the same time. The patient reported that it feels "almost like a nerve that goes pop pop pop". The patient also reported that they feel like their heart is racing and that one night they "transmitted like three or four different symptoms". The ipg remains in use. No further patient complications have been reported as a result of this event.